Manufacturer narrative:
Findings: unit received without original battery cap. Unit received with corroded battery tube, minor scratched lcd window, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported physical damage to the insulin pump. Customer's blood glucose reading was 171 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.